Event description:
High impedance was observed for patient's device. X-rays were taken to assess the possible cause of high impedance. No known surgical interventions have occurred to date.

Manufacturer narrative:
Brand name, corrected data: lead model 304. Previous supplemental MDR #1 inadvertently did not include product information. Model #, corrected data: 304-20. Previous supplemental MDR #1 inadvertently did not include product information. Serial #, corrected data: (B)(4). Previous supplemental MDR #1 inadvertently did not include product information. Lot #, corrected data: 3686. Previous supplemental MDR #1 inadvertently did not include product information. Exp date, corrected data: 07/30/2017. Previous supplemental MDR #1 inadvertently did not include product information. UDI #, corrected data: (B)(4). Previous supplemental MDR #1 inadvertently did not include product information. Device manufacture date (mo/day/yr) , corrected data: 08/31/2013. Previous supplemental MDR #1 inadvertently did not include product information.

Event description:
Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. A cut/tear opening was noted on the connector boot partially exposing the manufacturing ID tag. The reported fracture of leads was verified. Scanning electron microscopy images of the negative coil end verified that the coil was torn. Also a secondary stress fissures were identified in the vicinity of the torn strands in the negative coil. Also, radiographic examination of the connector boot shows the positive coil torn in the vicinity of the ring/backfill interface. Although, not conclusive, it appears the condition of the coils is the result of forces exerted on the lead at the explant procedure. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Patient underwent generator and lead revision surgery and the explanted devices were received. Analysis is underway but has not been completed to date.